Event description:
On 12/20/96 pt underwent repositioning and replacement of spinal cord stimulator which had been implanted on 12/19/96. She had good pain relief for approx. 1 week. The lead migrated, causing the pt. To have no stimulation of her right lower extremity. On 2/7/97, she underwent permanent placement and implantation of a pisces quad dual lead with internal battery generator. During this procedure, with moderate amount of traction, the connecting wires became separated from the electrodes with the electrodes remaining in the epidural space. A laminotomy at the l1-t12 level was done to extract the electrodes.